Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. As device part/lot details were not received for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. A september 2008 office visit note indicated he had multiple injuries that originally started out from a blast injury. The patient was placed on large doses of steroids to control the inflammation and subsequently developed avascular necrosis. An x-ray showed evidence of collapse of the femoral head and increasing avascular necrosis at the femoral neck. The femoral component had an osteolytic membrane around the base of the neck, and there was some osteolytic membrane around the capsule. It should be noted bhr is contraindicated in patients who are receiving high doses of corticosteroids and in patients with avascular necrosis >50% involvement of the femoral head. The patient¿s avascular necrosis of the femoral head and right navicular region from his previous injuries and chronic high doses of steroids precipitated his revision and is not associated with a malfunction of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. Based on the available information, the root cause is not product related as avascular necrosis is a patient factor and not a bhr device failure. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Right hip revision surgery of the femoral head component only was performed. Acetabular cup retained. See MDR 3005975929-2018-00255 for subsequent revision of cup and other components inserted during this procedure.